Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. The complainant was unable to provide the lot numbers of the affected pouches. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported an unknown number of barriers from an unknown number of pouches are off-center, so off-center that the belt tabs protrude over the side of the tape collar. No harm reported. Photos depicting the reported complaint issue were provided by the complainant.